Manufacturer narrative:
The subject device was returned to the service center for evaluation but the device was not sent back with its original packaging, it arrived in a poly bag. The coil was found to be separated approximately 5 inches from the distal end. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. The OEM conducted a review of the device history records (DHR) and indicated there were no manufacturing defects detected. Based on previous investigations, the OEM determined that the most probable cause of the reported event was attributed to the guidewire became jammed and that too much stress/force had been applied to the device.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the event cannot be determined at this time. However, this type of guidewire damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the guidewire. ¿inspect the device for any visible damage such as kinks, unwound coil, abrasion at the tip etc. Carefully and slowly withdraw the guidewire from the patient to avoid any damage.¿

Event description:
The service center was informed that the surgeon was performing a right flexible ureteroscopy with laser lithotripsy, stone manipulation/extraction and stent placement procedure at the right ureteropelvic junction (upj), when the guidewire tip broke off in the patient¿s kidney. It was reported that the wire broke, while removing stone fragments, under fluoro visualization. The patient required an increased anesthesia time for the 1 1/2 hour prolongation for the removal and sustained some additional ureteral trauma that required the stent be left in for a longer period of time post-op. There was no unexpected bleeding reported. The procedure was completed with the removal of the device fragment. The patient did not require additional procedures and as of the last communication was doing fine with the stent in situ. In addition, the user facility reported that the device was inspected visually before inserted as it always is to insure that we inserted the flexible end first. Any noticeable issue should have been seen at this point and none were noted. There was no lithotripsy system directly fired upon the device. It is unknown if the thumb advance introducer was used. The guidewire did not come in contact with any metal tip of the instruments used during the procedure. There was no excessive force applied to withdraw or introduce the guidewire.